Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified unspecified vessel. A 1.20mm x 8mm emerge¿ balloon catheter was advanced for dilatation. However, on the first inflation at increasing pressure level up to the rated burst pressure (rbp), the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 2.0mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).